Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by removing the device and changing to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. A 7f non-cordis short sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis. Per visual analysis, the device was already inserted into an unknown sheath. The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received in the white/black position, and the cowling guard was found locked. No anomalies were observed during the analysis. However, a functional test could not be successfully performed since the device was clogged with blood residues. An attempt to clean the device using hydrogen peroxide was made but was unsuccessful. The device was opened to observe the internal components, and no anomalies were noted on the indicator window or the deployment lever mechanism. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be confirmed as the functional analysis could not be performed due to the dry blood residues clogging the device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inability to depress the button since functional analysis could not be performed due to the dry blood residues clogging the device that could not be cleaned out. However, as there were no anomalies noted to the internal mechanism of the indicator window and deployment lever, it is possible that procedural/handling factors may have contributed to the issue experienced. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by removing the device and changing to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. A 7f non-cordis short sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index bmi was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.